Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. A4: patient weight = 86.2 kg.

Event description:
Additional information was obtained from the customer. The customer confirmed the basket broke at the end of the therapeutic procedure. There were no other devices involved. The intended procedure to extract stones, an endoscopic retrograde cholangiopancreatography (ercp), was not completed as planned. An open abdominal emergency surgery was required to retrieve the basket and stones that fell inside the patient's common bile duct. The basket and stones were successfully retrieved and there were no further complications. The customer also reported the patient had a significantly contracted gallbladder with necrosis, on the distal half (encompassing the infundibulum), which posed a challenged to the procedure being performed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, excessive force was likely applied during lithotripsy. This caused the basket or the manipulation wire to break. This issue is addressed in the instructions for use (IFU): "never use excessive force to operate the instrument. This could damage the instrument. Do not push and/or pull the control grip abruptly or forcibly. The basket may open and/or close abruptly. This could result in perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or instrument. Repetition of stone retrieval will deform and/or deteriorate this instrument. Deformation and/or deterioration may make it difficult to retrieve a stone or could cause the basket with stone engaged to become impacted in the body. If stone retrieval needs to be repeated in a single case, be sure to inspect the action and the appearance before each retrieval. Stop use if any abnormality (e.g., basket wire is cut or sheath is bent, etc.) Is detected during the inspection." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the previous submission. The exact root cause of the reported issue could not be identified, since the device was not retuned to olympus for an investigation. Therefore, the reported defect could not be confirmed. However, based on past reported similar events, excessive force was likely applied during the lithotripsy, causing the basket or the manipulation wire to break (as previously reported). Corrected h6 (type of investigation) - code "3331" has been added as it was inadvertently not included in the previous submission. Corrected h6 (investigation conclusions) - code "4307" has been corrected to "44," since the device was not returned for an evaluation.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. Additional details have been requested regarding the patient and reported event. At this time, no additional information has been provided. The investigation is in progress. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The olympus endoscopy account manager (eam) conferenced the olympus technical support engineer (tse) and the customer contact who was in the procedure during the call. The customer reported that the lithocrush wire basket broke (no specific model or lot number was provided). The customer reported they were attaching the emergency handle and that is when the wire broke. The patient was sent to the surgery to have the broken piece retrieved. To date, the patient was reportedly doing well.